Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. Review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained data and events from 17oct2024 ¿ 22oct2024, on 23oct2024, and from 13nov2024 ¿ 16nov2024. Multiple low flow hazard events were captured on 17oct2024, 18oct2024, 21oct2024, 22oct2024, 23oct2024, 13nov2024, 15nov2024, and 16nov2024. A specific cause for the low flow events could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed. (B)(6) was returned assembled with the driveline severed approximately 3.0¿¿ from the pump housing. The distal portion was not returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 3.5¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. After all layers were stripped from the driveline, the underlying wires were visually inspected under the microscope. Due to wire damage observed consistent with explant and pump reassembly, (B)(6), was not functionally tested using a mock circulatory loop. Incidental findings the protective spiral wrap surrounding the interior electrical leads was damaged. Corrosion of one of the motor phase pins was also observed. A specific cause for these findings could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction", provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. The patient handbook instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 of the patient handbook, "living with the heartmate ii", contains a section titled "caring for the driveline", which outlines indications of driveline damage as well as the how to respond to such events. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went for heart transplant evaluation. When analyzing pump parameters, ongoing periods of low flow alarms were observed. After computed tomography (CT) and angiography CT, ramp tests and echocardiogram imaging, no specific reason could be conclusively determined. However, a technical issue could not be excluded due to already known short-to-shield. The patient was transplanted on (B)(6)2024. The explanted pump would be returned. The history of short to shield was captured under MFR 2916596-2022-15642.